Event description:
Rn hanging cytoxan, attaching secondary line placed by pharmacy to primary saline line. As soon as pushe start on pump, pump alarmed proximal occlusion. Rn had to change out primary tubing.